Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) coronary artery with 24 mm length and 2.75 mm vessel diameter. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), the catheter got fractured. The procedure was completer with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A kink was observed in the lapjoint assembly in the distal end. No other issues were found, the device appears to be in good conditions. No detached sections were found in the device. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) coronary artery with 24 mm length and 2.75 mm vessel diameter. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), the catheter got fractured. The procedure was completer with another of the same device. No patient complications were reported.